Manufacturer narrative:
Correction: g4: PMA/510k # or bla #: update from 'n/a' to 'k011317'. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a broken male luer lock. The tubing line seemed to also be stretched while still attached to a broken off piece of the luer lock. There was a dent on the winged luer cap that suggests it may have been squeezed by an unknown object which caused the cap to look deformed as well. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor luer lock port fractured. The luer fractured into two pieces. The fracture occurred when the blue lid of the device was being removed by a nursing assistant prior to patient use. There was no patient involvement. No additional information is available.